Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a video and one device. In the video, the white trocar tip ejects from instrument center rod upon clamp up. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the white trocar tip disengaging from the instrument upon clamp up may occur if the white trocar tip is not inserted properly into the instrument center rod. The root cause of the observed failure was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic colectomy, there was no issue with the firing of the stapler; however, before the device was being thrown away, when the tech was placing the white plastic trocar back into the device to dispose of all the pieces effectively, the small white trocar shot out of the device. There was no patent injury.